Event description:
It was reported that during a procedure for the embolization of unruptured cerebral aneurysm in the internal carotid artery. The coil (subject device) could not be framed as intended (there was difficulty engaging the target vessel). During an attempt to remove the coil (subject device) from the patient's anatomy, it was prematurely detached within the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the main coil was found to be stretched and the main coil was found to be detached/separated. A functional test was not performed as it was confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported ¿main coil prematurely detached/separated during use was confirmed based on analysis. The reported ¿device difficulty engaging target vessel¿ was not confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. During analysis, the main coil was found to be stretched and detached from the delivery wire. The delivery wire was not returned. An assignable cause of procedural factors will be assigned to the as reported/as analyzed 'main coil prematurely detached/separated during use', to the reported ¿device difficult engaging target vessel' and to the analyzed ¿main coil stretched', as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a procedure for the embolization of unruptured cerebral aneurysm in the internal carotid artery. The coil (subject device) could not be framed as intended (there was difficulty engaging the target vessel). During an attempt to remove the coil (subject device) from the patient's anatomy, it was prematurely detached within the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.